Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain around the implant side and an inflammation of the ear canal. The device was explanted (B)(6) 2013. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
This report is filed august 30, 2013.